Event description:
Pt status post vepter construct implanted on (B)(6) 2011 was found to have the implants migrated and the rib hooks came off the ribs. Pt was returned to the operating room on (B)(6) 2012, surgeon re-attached the same rib hooks to their proper position and completed the procedure. No hardware was broken and reportedly there was no problem with infection or reaction. The construct remains implanted. This is 5 of 5 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Implants were not returned as they were reused in surgery. No design evaluation was able to be performed as nothing was returned. It is unclear what caused the patient to require rib hook repositioning. Patient activity, misplacement originally, high in-situ forces are potential causes of the rib hook movement. The design risk assessment was reviewed and was found to be adequate for the intended use.